Event description:
A healthcare worker complained of shortness of breath, coughing, dizziness, eyes burning, and hallucinations while working in a room where cidex plus solution was used. The worker did not seek medical attention and the symptoms resolved within two days. The customer reported the room was not adequately ventilated and the air exchanges were not measured.